Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient¿s left ventricle electrocardiogram was noted to be in an irregular rhythm. During threshold testing, the left ventricular lead exhibited loss of capture at max output. The patient was experiencing warmth and dizziness during threshold testing. On (B)(6) 2019, the device was programmed to right ventricular lead pacing only. Patient was stable.